Event description:
The patient services representative (psr) of an (B) (6) female patient contacted lifecor customer support to report that one of the patient's battery packs is dead. He stated that the battery pack was giving a "battery pack fault" led when placed on the battery charger and that it would not power up a monitor. Support reviewed the download. This revealed that the patient used this battery pack until it had completely drained. Support asked the psr to retrain the patient on proper battery maintenance. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.